Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no issues during the original build. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the reported delay in therapy.

Event description:
The initial reporter stated that the pump alarmed an error code 12. They also stated that they were unable to turn the pump off and back on. Mmdg followed up with the initial reporter who stated that they were provided with a new pump, but they did not receive it until 12 hours after the error code occurred, which resulted in a delay of therapy. They stated that they not able to provide supplemental feeding due to intolerance. No adverse effect to the patient was reported. No other information was provided. (B)(4).